Event description:
A nurse reported that before vitrectomy surgery a tip did not enter the trocar site and was stuck. The surgery was completed post replacing the product with no patient impacted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any relevant deviation and that were no additional complaints associated with it. As the sample evaluation outlined below showed that the product meets specifications, the investigation is concluded without confirming the reported event or identifying a root cause for it. It is worth noting that insertion issues are often caused by user handling. The soft tip needs to be axially aligned with the trocar cannula during insertion and pulled slightly back before it is completely inserted into the cannula. Otherwise kinking of the soft tip may occur, potentially jamming it in the valved trocar cannula. The proper insertion procedure is shown in the product's directions for use (dfu). The returned instrument was received in its inner and outer blister and covered by the tyvek foil, showing the lot information. The instrument shows no macroscopic signs of damage and there are no surgery residues evident. The returned instrument was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection showed no abnormalities or defects. The instrument was then tested with an internal inspection equipment (pm 80.197/99) representing the alcon cannula and it was noticed that the device could to be inserted without any issues. Additionally, the sample was also inserted through an exemplar of a 25g alcon valved trocar cannula and no issues could be identified when applying the insertion procedure indicated in the product¿s dfu. The customer's complaint can therefore not be confirmed, as the product met its specifications. The customer's reported event could not be confirmed as the returned product met manufacturer¿s specifications. Therefore, the root cause code is selected as "inconclusive - product met specifications". No action was taken as the returned sample met specifications for tests performed in relation to the reported event. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).